Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter has passed testing with no faults found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/reporter in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. On (B)(4) 2012, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 2:30 pm, the patient obtained the blood glucose reading of 87 mg/dl on the reported meter, and a reading of 64 mg/dl on his backup meter, a one touch ultrasmart meter. The patient's expected reading at that time of day is 100 mg/dl. The patient took no action based on this reading. Fifteen minutes afterwards, the patient experienced the symptoms of anxiety and shaking, and he felt hypoglycemic. The patient administered self-treatment with food; he did not seek any medical attention. Earlier on the day of this event, the patient had obtained the following sets of blood glucose readings: 131 mg/dl on the reported meter, and a reading of 101 mg/dl on the backup meter; and 190 mg/dl on the reported meter and 139 mg/dl on the backup meter within 30 minutes of each other. He had eaten breakfast and taken a dose of insulin, however, he was unable to specify the dose taken. The patient manages his diabetes with glucose insulin 14 units (frequency not provided) and lantus insulin 11 units. The patient tests his blood glucose level six times per day. Troubleshooting revealed the patient's testing technique for the tests performed prior to the onset of symptoms was incorrect, which can contribute to inaccurate readings. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal reading on the reported meter, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.